Manufacturer narrative:
The device was replaced.

Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.